Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check te pad messages, adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing check therapy pad and adjust belt messages.